Event description:
It was reported the patient received the following results within 15 minutes: 27 mg/dl, 22 mg/dl, 36 mg/dl (system 1), and 119 mg/dl (system 2). The test results were obtained using the same vial of test strips.